Event description:
Complainant alleged that while treating a pt ventricullar fibrillation, the device failed to advise shock. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.